Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump would not run and needed to be checked. There was no injury. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
The device was not returned for analysis. Review of service history found no repair in the previous 12 months. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.